Event description:
It was reported that his patient heard beeping from the subcutaneous implantable cardioverter defibrillator (s-ICD). The noise was noted at the same time of day, seven days apart. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. No adverse patient effects were reported.